Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaints of syncope. The right atrial lead exhibited loss of capture. A chest x-ray was performed and lead dislodgement was suspected. The lead was explanted and replaced on (B)(6) 2015. There were no adverse consequences and the patient was fine post procedure.

Manufacturer narrative:
(B)(4).